Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6), this (B)(6) y/o, female patient underwent primary total prosthetic replacement using cement of the left knee via medial parapatellar approach on (B)(6) 2010. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak knee system - cemented cruciate retained (cr) femoral component - size 3 (catalog 200-01-03, serial (B)(4)), optetrak knee system - cemented finned tibial tray - size 3f/2t (catalog 200-04-32, serial (B)(4)), optetrak knee system - three pegs patella - diameter 29mm (catalog 200-02-29 serial (B)(4)) and heraeus medical antibiotic loaded high viscosity bone cement (catalog 66017569, serial (B)(4)). On (B)(6) 2015, approximately 62 months post implantation, the patient underwent revision due to aseptic loosening tibia; instability; lysistibia. The exactech knee brand removed unavailable and replaced.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening, possibly secocondary to contributions from increased biomechanical stress. However, this cannot be confirmed since the devices were not returned for evaluation. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the (B)(6).follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Section h11: corrections made in the following section(s): (a1) patient identifier has been updated. (D1) brand name. (D2) common device name. (D4) model number was entered in error. Please disregard. (H4) manufacture date . (H6) patient code was entered in error. This has been corrected in new submission.